Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals short interval counts (sic). Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 5886. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia (nst) episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, no episodes available in save to disk to verify lead noise oversensing or inappropriate shocks. On (B)(6) 2014, rv pacing impedance measured 4047 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with encountered fracture, oversensing, and inappropriate therapy/shocks was administered. The rv lead was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.